Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The biosense webster, inc. (Bwi) product analysis lab received the device on 25-apr-2023. The device evaluation was completed on 06-jun-2023. A visual inspection evaluation, temperature and impedance, and cool flow and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed that the tip was broken with wires exposed, greenish-white material presumably corrosion, and reddish material with a hole on the surface of the pebax. Functional tests such as irrigation and temperature test cannot be performed due to the returned condition of the device. Clarification of the catheter condition was requested, and it was confirmed that the damage was not detected by the customer. Therefore, with this information, it can be concluded that the damage was caused after the procedure, and it can be related to the handling of the device during the return process. A manufacturing record evaluation was performed for the finished device 30897690l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer cannot be confirmed however, the temperature issue could be related to the foreign material inside the pebax; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)¿ persistent procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish material with a hole on the surface of the pebax. Initially, it was reported that during an afib ablation procedure, ¿hight temperature un catheter tip¿ (the temperature of the ablation catheter is abnormally high during firing). During high flush the physician discovered an abnormal irrigation. Holes on the side clogged, probe does not purge more. The catheter was changed, and the problem was resolved. There was no clinical consequence for the patient. Lengthening of procedural time of approximately five minutes. Additional information was received. The system stopped ablation when cut-off value was exceeded. No ablation above temperature cut-off value. Generator parameters: power control mode, temperature cut-off: 40°c. No error from the pump irrigation. The high temperature and abnormal irrigation issues are not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2023 that there was a reddish material with a hole on the surface of the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2023.